Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up/water damage) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on ca board component j502 and table top board which caused an open f600 fuse. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.